Manufacturer narrative:
The data-log record of the event was reviewed and evaluated. Based on the evaluation of data the system, hand-piece and thermage tip performed as expected. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
According to the thermage cpt system technical user¿s manual (p009240-06 rev. A) burns, blisters, and scarring are known possible patient reactions to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. It was reported nothing out of the ordinary occurred during treatment. The treatment tip was not returned for evaluation, but it was reported the tip was inspected prior to and during treatment and no issues were noted. Based on the available information, we conclude that burns and blisters are known potential patient reactions to thermage treatment.

Manufacturer narrative:
Data log file review of this event has been requested but not yet completed. The treatment tip in this case was discarded and is therefore not available for evaluation. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A patient called to report experiencing second degree burns on their cheeks following a thermage treatment. The treating doctor reported that the patient was treated with thermage across the full face and neck with a maximum power level of 4.5. The patient was given an unknown topical anesthetic prior to treatment. The treatment tip was inspected prior to and every 100 reps during treatment and the doctor did not report any observed abnormalities. The doctor reported using enough coupling fluid during treatment. Following the treatment the doctor observed blisters on the patients cheek. The patient was immediately treated with hydrocortisone butyrate cream and moisture exposed burn ointment, followed by an ice compress for 2 hours. The doctor prescribed prednisone, erythromycin eye ointment and epidermal growth factor gel combined with red light treatment for follow up treatment. One day post thermage treatment the patient noted additional blistering on their cheek and went to the hospital for additional treatment. The hospital diagnosed the patient with mild second degree burns and advised that they continue the treatment prescribed by the first doctor. The current patient status is noted as recovering but the outcome is unknown.